Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system got hanged. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon functional testing, the fse found that there was no power to the hdd of the flexvision pc and no video signal appeared on the flexvision display. The fse confirmed that the flexvision pc was defective. The defective flexvision pc was returned for analysis and confirmed the malfunction for power supply causing the boot up issue. To resolve the reported issue the fse replaced the flexvision pc and reloaded the software. After replacement and installation of software, the system returned to use in good working order.